Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6., and h.10. Evaluation summary: the lens was returned in one side of a contact lens case. Solution was dried on the lens. One haptic is broken in the gusset area (not returned).the optic is torn/cut into two portions. The optic has small nick/chipped areas. The optic edge is torn/split toward the center. Product history records were reviewed documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause cannot be determined. The lens was returned torn/cut, typical in appearance to an insertion and removal. Broken haptic damage and additional optic damage was observed. Information was provided by the reporter that the lens was removed. The reporter indicated that the exchange procedure was proceeded with a different lens. The replacement lens model and diopter information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following a cataract surgery with an intraocular lens (iol) implant, the patient experienced glare. The iol was exchanged. Additional information was requested.